Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the surgery was completed and the product was discarded. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-sep-2007, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 30mg/ml; 6 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2019. It was reported the patient experienced withdrawal symptoms for two to three days. A dye study of the catheter was done in the physician office with x-ray. It was noted during the catheter dye study that no fluid was aspirated and therefore nothing was injected into the catheter. The pump was alarming and was interrogated. An elective replacement indicator (eri) date of (B)(6) 2019 was noted. The physician plans to perform a catheter revision/replacement and pump replacement. The issue was not resolved. Patient status was alive - no injury. Patient weight was (B)(6). Medical history was asked and will not be made available. No further complications were reported.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the surgery to replace the catheter and pump was planned for (B)(6) 2019. Per the dye study, it appeared as though the catheter had backed out of the intrathecal space. There were no further complications reported at this time.